Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7*please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their dexcom was reading "low" and administered a nasal glucagon spray. Patient reported symptoms of nausea and vomiting. The patient called the ambulance and was transported to the hospital. The patient's blood glucose levels were checked and were reading over 500 mg/dl. Pod remained on the patient's abdomen during the hospital visit. Patient was admitted on (B)(6) 2025 for diabetic ketoacidosis and placed on an insulin drip for treatment. The patient has not been discharged as of (B)(6) 2025.